Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pressure tubing connector became detached from the tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the pressure tubing connector became detached from the tubing. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The pressure tubing was returned without any blood visible on the component. A photo was also provided and reviewed. The male leur was found to be detached from the pressure tubing. The tubing pocket was examined, and an insufficient amount of adhesive was noted. This issue has been determined to be a supplier manufacturing issue and a scar was initiated to investigate the reported failure. The evaluation confirms the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).